Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a thrombus occurred. Target lesion 1 was in the right coronary artery (rca). The reference vessel diameter was 3.4mm and the lesion length was 16mm. Pre-procedure was 100% stenosis and post-procedure was 0% stenosis. A 4.0x20mm liberte stent was implanted. Due to thrombus an additional procedure was performed. Target lesion 2 was located in the rca. The reference vessel diameter was 3.4mm and the lesion length was 8mm. Pre-procedure was 61% stenosis and post-procedure was 0% stenosis. A 4.0x16mm liberte stent was implanted. The procedure was a technical success. Patient was discharged 4 days later without angina complaints or silent ischemia. Medication included asa 100mg/daily and clopidogrel 75mg/daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Device not returned for analysis.